Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was received by gore: on (B)(6) 2004, the patient underwent open surgery for the repair of the ascending thoracic aorta with a frozen elephant trunk. On (B)(6) 2015, an endovascular re-intervention was performed due to a suspected unknown endoleak of the hybrid prosthesis and an aneurysm of the descending thoracic aorta. Therefore, the patient was treated with a conformable gore® tag® thoracic endoprosthesis tge404015. The maximum aneurysm diameter was found to measure 88.9 mm. On (B)(6) 2015, follow-up computed tomography (CT) angiography imaging identified an aneurysm diameter of 55 mm. On (B)(6) 2016, CT angiography imaging showed the aneurysm diameter had grown to 112.2 mm in diameter. On (B)(6) 2016, the patient was admitted to hospital as an inpatient for the scheduled explant of the hybrid prosthesis and the tge404015 component to prevent potential rupture of the descending aorta due to the ongoing aneurysm increase in this segment. On (B)(6) 2016, the frozen elephant trunk and the conformable gore® tag® thoracic endoprosthesis were explanted and the descending aorta was subsequently replaced.

Manufacturer narrative:
A2: corrected patient age. B5: corrected catalog# of the device in the event description where applicable. H6. Conclusions code 2: added code 22. H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aneurysm expansion, endoleak and surgical conversion.

Event description:
Therefore, the patient was treated with a conformable gore® tag® thoracic endoprosthesis tgu404015j. On (B)(6) 2016 the patient was admitted to hospital as an inpatient for the scheduled explant of the hybrid prosthesis and the tgu404015j component to prevent potential rupture of the descending aorta due to the ongoing aneurysm increase in this segment on the grounds of an unknown endoleak and disease progression.

Manufacturer narrative:
Updated event description.

Event description:
On (B)(6) 2016, the patient was admitted to hospital as an inpatient for the scheduled explant of the hybrid prosthesis and the tge404015 component to prevent potential rupture of the descending aorta due to the ongoing aneurysm increase in this segment on the grounds of an unknown endoleak and disease progression.